Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field-b5, h6 updated fields- g1, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not working during system setup. The customer tested multiple 180 series scopes, and none operated as expected. The maj-1430 communication cable was also replaced; however, the issue persisted. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer called because the 180 series scope is not working. The 190 series scope are working fine. Customer tested several 180 series scope and none of them worked. Customer also swapped out the maj-1430 communication cable and it still not working. I recommend sending the unit in for evaluation. Customer is sending the unit in. I transferred the customer to the repair center. This inquiry was cloned from the original inquiry ((B)(4)) to accurately document the involvement of multiple devices. This specific inquiry ((B)(4)) pertains to device 2. Clone 2 of 2.